Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
Customer reported via phone call that they experienced high blood glucose of 400mg/dl and insulin pump alarmed for multiple insulin pump error. Customer stated that insulin pump was not working and keep asking for rewind. Customer mentioned that insulin pump was able to rewind. Customer was advised to discontinue use of the pump and revert to backup plan. Customer declined for high blood glucose. Customer will be returned device for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement error or an error in the motor was detected by reading unexpected value from hall sensor error alarm noted. However, device received with corroded motor home switch.